Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in patient's mandible it was verified its nonosseointegration. 45 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.